Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a unknown procedure, the tip of the insulated coating on the thunderbeat device lifted from the metal. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection and the reported event of coating tip lifted from the metal causing smoking was confirmed. In addition, the tissue pad was found to be split, and peeling off was identified as a reportable malfunction during the device evaluation. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.